Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutdown unexpectedly. Subsequently, the customer turned the pump back on and an occlusion alarm occurred. Customer¿s blood glucose level was between 86-120mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged malfunction alarm issue could not be verified.